Manufacturer narrative:
Technician found that the hi-lo head drifts down slowly due to a faulty emergency trend valve. Replaced emergency trend valve to resolve this issue.

Event description:
Technician found the bed in "down" storage area. Hi-lo head drifts down slowly. No patient impact was reported.